Event description:
During surgery, foreign material was found within the outer pouch. A backup device was used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding foreign matter found in the outer powder pouch involving simplex bone cement was reported. The event was confirmed. The product was not implanted. Method & results: device evaluation and results: the powder pouch lot jau004 was returned opened and the foreign material was found within the outer pouch. The foreign material was brown and fibrous in appearance. Material analysis on the foreign matter concluded that the returned foreign material was observed to be fibrous and had a best fit match to alpha-cellulose. Paper materials are known to contain starch in addition to cellulose. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: the foreign material was brown and fibrous in appearance. Material analysis on the foreign matter concluded that the returned foreign material was observed to be fibrous and had a best fit match to alpha-cellulose. Paper materials are known to contain starch in addition to cellulose. Ncr/CAPA was issued for foreign matter in the outer pouch.

Event description:
During surgery, foreign material was found within the outer pouch. A backup device was used.